Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer's request for a log review has been completed. The pcu event log showed that heparin 25000 unit/250 ml was stared at 3:48 pm on (B)(6) 2014 at 8.5 units/kg/hr (7.4 ml/hr). The infusion continued at this rate until 7:57 am on (B)(6) 2014 when the dose was changed to 9.5 unit/kg/hr (8.22 ml/hr). The infusion continued at 8.22 ml/hr until 10:19 am on (B)(6) 2014 when the user changed the rate to 25 ml/h resulting in a dose of 28.9 unit/kg/hr which exceeded the soft guardrails limit of 25 unit/kg/hr, however the user selected "yes" to proceed. The infusion then ran at 25 ml/hr until the device was channeled off at 9:34 pm on (B)(6) 2014. During this time, the vtbi was changed and the device was channeled off and the infusion running at 25 ml/hr was restored. Each time the user selected yes to the guardrails warning. The volume infused during the time the infusion was running at 25 ml/hr was 259.24 ml. It could not be determined if a programming error occurred since the customer did not provide intended parameters for the infusion.

Event description:
The customer requested a log review from (B)(6) 2014 at 1600 until (B)(6) 2014 at 2359 to determine whether an infusion of heparin 25000 units/250ml was misprogrammed. Serial labs were being drawn; the am ptt was low and the heparin drip was adjusted accordingly. Six hours later when labs were drawn again, the pt had a critically high ptt of >300. The ptt was drawn by central line and re-checked by peripheral blood collection. The heparin was discontinued and the pt was monitored on the med-surg unit. Although requested, no further pt or event info was provided.